Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a blind umbilical hernia procedure, in the intraperitoneal onlay mesh (ipom) position (peritoneum), the mesh was wavy or uneven. To resolve the issue, the procedure was converted to laparoscopic; a fixation device from another manufacturer was then used to fix the mesh. This resulted in an extended incision, as the surgeon needed a trocar incision. The surgical time was extended for more than 30 minutes. The fascia was closed with the suture.